Event description:
Approximately one hour after ablation in the right atrium, while making a map of the left atrium during another tachycardia, the pt developed pericardial tamponade. The pt was resuscitated with fluids and pericardiocentesis was immediately performed to remove blood from the pericardium. However, the blood continued to accumulate after 1000 ml of blood was drained, it was elected to proceed to surgery. Through a median sternotomy, the physician found a perforation in the right atrium at the site of the ablation and the second small perforation was found in the right atrial appendages. Both of these defects were sutured.